Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: on (B)(6) 2019 a 75 - year old female patient with an aortic aneurysm enrolled in french reimbursement study underwent a tevar (thoracic endovascular aortic repair), where a zdeg-p-40-83-pf (complaint device) was used. Lot number is unknown. The patient´s anatomy was reported to be without moderate tortuosity, severe calcification and partial thrombus in the proximal seal zone. The device was implanted in zone 3 (area just distal to the left subclavian artery). The reported degree of oversizing was 25%. A molding balloon was used at the proximal and distal sealing zones without difficulty. CT dated (B)(6) 2020 (276 days post-procedure) showed a non-occlusive intra-prothetic thrombus on the prosthetic wall. The thrombus was not treated. Follow-up cts dated (B)(6) 2020, (B)(6) 2020, and (B)(6) 2021 reported that the thrombus was till present but stable. Information regarding anti-coagulant/anti-platelet medications was not provided. There have been no adverse effects to the patient reported. No intervention has been planned as the thrombus has been reported as stable with no concerns for patient safety. The patient remains in the study. Review of the device history record gave no indication of the product being produced out of specification. Five post-op CT studies were provided and reviewed by cri. Per the imaging review ¿after 9 months, there is mild irregular thrombus in the distal zdeg graft at the component overlap segment. This remains stable through the follow-up period and appears to resolve by 31 months. The cause of this cannot clearly be determined but could be due to graft oversizing 25%. Preop imaging is not provided to confirm appropriate graft sizing, but the complaint report mentions ¿degree of oversizing was 25%,¿ which is excessive.¿ also per the imaging review "the 31-month postop CT, dated 28sep2021, is reviewed. The proximal graft position is stable. The thrombus in the distal zdeg has resolved but there is now complete loss of component overlap with the zta graft with a 5-6 mm gap along the greater curve". IFU states: ¿the choice of diameter should be determined from the outer wall to outer wall vessel diameter and not the lumen diameter. Undersizing og oversizing may result in incomplete sealing or compromised flow¿. Based on the provided information and imaging review, the cause of the reported event cannot clearly be determined. However, it is possible that the degree of oversizing of 25% could contribute to the thrombus formation. It is noted that a zdeg is used for treatment of aneurysm, which is outside of intended use. Zdeg devices are indicated for the endovascular treatment of patients with symptomatic dissection of the descending thoracic aorta. Cook will reopen the complaint if further information is received. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received 14jun2023 follow up CT scan dated (B)(6) 2023 showed increase of the size of the intraprothetic thrombus. Medical treatment was done by changing the anitocagulant treatment for a stronger one (antiagregant to anticoagulant) collegial decision not to perform surgery at this time as illiac arteries are not occluded.

Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: on (B)(6) 2019 a 75 - year old female patient with an aortic aneurysm enrolled in french reimbursement study underwent a tevar (thoracic endovascular aortic repair), where a zdeg-p-40-83-pf (complaint device) was used. Lot number is unknown. The patient´s anatomy was reported to be without moderate tortuosity, severe calcification and partial thrombus in the proximal seal zone. The device was implanted in zone 3 (area just distal to the left subclavian artery). The reported degree of oversizing was 25%. A molding balloon was used at the proximal and distal sealing zones without difficulty. CT dated (B)(6) 2020 (276 days post-procedure) showed a non-occlusive intra-prothetic thrombus on the prosthetic wall. The thrombus was not treated. Follow-up cts dated (B)(6) 2020, and (B)(6) 2021 reported that the thrombus was till present but stable. Information regarding anti-coagulant/anti-platelet medications was not provided. There have been no adverse effects to the patient reported. No intervention has been planned as the thrombus has been reported as stable with no concerns for patient safety. The patient remains in the study. Review of the device history record gave no indication of the product being produced out of specification. Five post-op CT studies were provided and reviewed. Per the imaging review ¿after 9 months, there is mild irregular thrombus in the distal zdeg graft at the component overlap segment. This remains stable through the follow-up period and appears to resolve by 31 months. The cause of this cannot clearly be determined but could be due to graft oversizing 25%. Preop imaging is not provided to confirm appropriate graft sizing, but the complaint report mentions ¿degree of oversizing was 25%,¿ which is excessive.¿ also per the imaging review "the 31-month postop CT, dated 28sep2021, is reviewed. The proximal graft position is stable. The thrombus in the distal zdeg has resolved but there is now complete loss of component overlap with the zta graft with a 5-6 mm gap along the greater curve". Instructions for use (IFU) states: ¿the choice of diameter should be determined from the outer wall to outer wall vessel diameter and not the lumen diameter. Undersizing og oversizing may result in incomplete sealing or compromised flow¿. Based on the provided information and imaging review, the cause of the reported event cannot clearly be determined. However, it is possible that the degree of oversizing of 25% could contribute to the thrombus formation. It is noted that a zdeg is used for treatment of aneurysm, which is outside of intended use. Zdeg devices are indicated for the endovascular treatment of patients with symptomatic dissection of the descending thoracic aorta. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturer ref# (B)(4). Catalog# is unknown but referred to as cook zdeg-device. PMA/510(k): p180001. Investigation is still in progress.

Event description:
Description of event according to study: primary indication for implant was an aortic aneurysm. On (B)(6) 2019 during the index procedure, a zdeg straight graft was implanted without difficulty. The reported degree of oversizing was 25%. A molding balloon was used at the proximal and distal sealing zones without difficulty. No other devices were placed. The proximal seal zone had no occlusive disease, moderate tortuosity, severe calcification and partial thrombus. The device was implanted in zone 3 (area just distal to the left subclavian artery). At (B)(6) 2019 a CT (276 days post-procedure) showed a non-occlusive ¿intraprothetic¿ thrombus that was not treated. A comment from the site dated (B)(6) 2021 ¿apparition of an intraprothetic thrombus on the prothetic wall on (B)(6) 2019. Stability of the thrombus since then. As of today it doesn¿t give cause of concern, no symptoms or embolization.¿ follow-up cts dated (B)(6) 2020, (B)(6) 2020, and (B)(6) 2021 report that the thrombus is still present but stable. Patient outcome: no intervention has been planned as the thrombus has been reported as stable with no concerns for patient safety. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The patient did not require any additional procedures due to this occurrence.